Manufacturer narrative:
The customer¿s report of pca tubing leaking was not confirmed. No anomalies were observed on the pca extension set during visual inspection. Functional and pressure testing was performed and no leaks were observed. No signs of leaking were observed in any area of the set during additional pressure testing with the set while the tubing was manipulated at each engagement. The root cause of the reported pca tubing leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from y-port of pca tubing. There is no report of patient use or harm. Subsequently, the customer reported that the leak occurred during use with a pump but is unable to provide details about the medication, pump or patient.